Event description:
The customer reported a software problem. The fe confirmed the user was unable to utilize the system for procedures, that the system was unusable. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced, the cmos was reset, and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.